Event description:
A customer reported a cartridge alarm occurring during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support arranged to replace the customer's pump with an updated version and provided instructions on how to prepare the current pump for return. The customer was informed about the backup therapy and was advised on the subsequent steps following the receipt of the replacement pump.